Event description:
The user facility reported that s40 was inadvertently used in a system 1 unit.

Manufacturer narrative:
An employee had placed a cup into the system 1 for a processing cycle and was not aware that the incorrect sterilant had been inserted. The top of the s40 carton states, "for use only in the system 1e processor". Steris discussed with user facility personnel about the importance of proper sterilant use for their system 1.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
No injuries or procedural delays/cancellations were reported.